Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter. The shaft, balloon and tip were microscopically examined. The shaft was buckled 13.2cm and 13.5cm from the tip and the tip was damage. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. No other damage or irregularities were identified. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. Revascularization was then performed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 1.5 mm x 20 mm x 142 cm coyote¿ es balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. Revascularization was then performed. No patient complications were reported and the patient's status was good.